Event description:
Additional information was received that the generator and lead will not be returned to the manufacturer for evaluation. The crematory typically gives explanted medication device to a company that deals with the deposition of them. What happened to the explanted product is unknown. The reported history of cardiac and respiratory issue was not related to vns.

Event description:
Additional information was received from the death certificate that the cause of death was multiple organ failure and lennox-gastaut syndrome. The manner of death is natural. The physician provided the cause of death as pneumonia and not related to vns. The patient had a history of cardiac and respiratory issues. The death was witness by the patient's mother.

Event description:
It was initially reported that the patient passed away and no other information was provided at that time. The patient passed away his home surrounded by loved ones, so the death seemed that it may have been expected. Good faith attempts for more information have been unsuccessful to date.